Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone foley catheter. Visual inspection noted the balloon was returned partially inflated. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon was asymmetrical. Additional complaint was opened to capture this. The balloon passively deflated in under four (4) minutes with no cuffing or leaks noted, returning 10ml of solution. Also received 3 photo samples. First photo sample shows overview of catheter with slightly inflated balloon. Second photo sample shows end of catheter with balloon slightly inflated. Third photo sample shows deflated balloon with forceps between eyelets. Based on physical sample received product meets specifications. Risk, labelling, and DHR review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that after use, when the user tried to remove the foley catheter, they could only draw about 2 cc of sterile water and removed it. Originally, 5cc of sterile water was injected. It felt like the eye was blocked when the balloon deflated. The balloon was returned partially inflated. The drainage eye was penetrating. No other abnormalities were found in the external appearance. Per follow up information received via ibc on 08jan2024, the customer stated that it was not related to drainage eye as this was a pre-test confirmed difficult to remove. It was reported that the inflation eye appears obstructed. Per investigator's notification received on 09apr2024, the foley catheter balloon was asymmetrical.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after use, when the user tried to remove the foley catheter, they could only draw about 2 cc of sterile water and removed it. Originally, 5cc of sterile water was injected. It felt like the eye was blocked when the balloon deflated.